Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges the bolt on the right side of the arm broke and she fell out and allegedly hurt her right side.